Event description:
End users reported scattered redness around her stoma and stool on her skin when she removes her skin barrier. She is experiencing a burning sensation from this area.

Manufacturer narrative:
Based on the available information the event is deemed serious injury. End user denied having itching from the area. She cleanses her peristomal skin with water and she does experience some bleeding from the area when she cleanses it. She recently switched from safe and simple protective barrier wipes to 3m cavilon no sting barrier wipes. She changes her pouch every 7 days. She uses nystatin powder to her peristomal skin and has been for years. End user was instructed on crusting with stomahesive powder and water or protective barrier wipes. She was recommended the moldable durahesive convex skin barrier and or eakin cohesive seals to her peristomal skin. From a clinical perspective, a casual relationship between the sur-fit natura 2 pc durahesive convex water and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information becomes available a follow-up report will be submitted. Reported to the FDA on (B)(4) 2013.